Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered an unintended bolus of 9 units in the middle of the night. Customer's blood glucose (bg) was 35 mg/dl, which was treated by consuming food. Review of the pump data by tandem technical support showed that the user had manually overridden the bolus calculations recommended by the pump and programmed a 9 unit bolus dosing at 1:05 am. Tandem technical support educated the contact regarding the feature lock screen and recommended to consult with health care provider regarding the bolus features of the pump.